Event description:
It was reported that right out of the box, they could not screw down the set screws. There were no patient complications as the device was not used.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.